Event description:
It was reported that the m300+ primary monitor failed to provide an alarm for a bradycardia event and the patient experienced a serious injury as a result.

Manufacturer narrative:
Draeger has started an investigation. A follow up report will be sent upon completion of the investigation.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding this event; however no further information was provided. Without essential data including system logs, electrocardiogram waveform reports, and arrhythmia alarm settings, the reported issue could not be confirmed, and a root cause could not be determined. If further information becomes available, the complaint may be reopened for continued investigation.

Event description:
It was reported that the m300+ primary monitor failed to provide an alarm for a bradycardia event and the patient experienced a serious injury as a result. It was noted by the customer that the issue was detected visually via the patient's waveforms on the infinity central station